Event description:
The patient was being treated with intra-venous (IV) antibiotics (details unknown). Additionally, the patient's pd catheter (not a fresenius product) was infected requiring pd catheter removal and transition to hemodialysis. The patient's discharge status was unknown at the time follow-up was completed. The patient's pd nurse confirmed there were no fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to concomitant pd catheter (not a fresenius product) infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).